Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests at the user facility on august 21, 2018, the subject device tested positive for enterobacter cloacae (9cfu/85ml). It was also informed that the subject device tested repeatedly positive for enterobacter cloacae during additional culturing test at the user facility on august 27, 2018 as follows: the instrument channel: enterobacter cloacae (3cfu/50ml), the air/water channel: enterobacter cloacae (36cfu/50ml). In the culturing test august 27, 2018, the test result indicated no microbial growth for the suction channel. The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope s4) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.